Event description:
There was a continuous aerosol treatment infusing. The staff was using a syringe pump but the pump began to alarm and would not recognize the syringe. The pump would not recognize the syringe size.